Event description:
New information received notes that the right ventricular (rv) lead exhibited high out-of-range pacing impedance and the rv lead was also found fractured. The rv lead was capped on (B)(6) 2024. The patient was recovering after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation it was noted that the right ventricular lead exhibited high capture threshold. An anteroposterior (ap) chest x-ray was performed and revealed that the lead had a strange torquing of the lead tip and helix. The lead impedance was stable until september and then decreased; however, still within normal range. The latest trend since then had been steadily increasing from november time on. No intervention was performed. The patient was in stable condition.